Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to titanium mod neck fracture. Patient died 5 days following his revision surgery due to alleged high blood loss.